Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 7fr glidesheath slender sheath and dilator were returned for product evaluation. After decontamination, the returned device was subjected to visual analysis and the sheath shaft was slightly bent. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed at the valve or at the hub. A dilator for investigative purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds at the hub or at the valve. The sample passed leak testing. After leak testing, the crosscut valve was dissected from the sheath to observe for any damage and no damage seen on the crosscut valve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: unknown. PMA/510(k): not required for product code. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved ik device was used an elderly patient with calcium in the artery. The artery was punctured with the femoral introducer on top of the echo-guided fork. Peri-introducer bleeding occurred, which caused a large bruise in the patient. It was compressed and protamine was given to the patient. The patient had minor harm.